Event description:
Patient in ir [interventional radiology] for capsule dome 20 f gastrostomy tube exchange. During the removal the end in the patient broke off staying in the patient's stomach. 20 f amt dome capsule g tube was last exchanged at our hospital on [redacted]. Caretaker for patient stated that they had it exchanged elsewhere just a month to six weeks prior to their visit to our hospital on [redacted] - 7 months after the last exchange. We do not have the lot number for the previous tube since it was not placed at our facility. We placed guidewire through the tube like normal but when we removed the existing tube the dome capsule on the end was not present. A new tube was inserted over the guidewire. The bolster was pulled to deploy the dome capsule at the end of the tube, and the stiffener was removed. Then the disc was cinched against the stomach wall to secure the new tube in place. The ir physician did speak to the caregiver after the procedure to let them know the dome capsule was retained in the patient. The tube is currently retained by risk management.